Manufacturer narrative:
No investigation of the system involved in the reported event has been performed. Based on the information collected to date, the provided problem description and the information provided by our field service technician, it has been clarified that auto ventilation leakage test failure was resolved by the user. No service was requested. No more information has been provided. Our conclusion is that the device failed to meet its specifications. The root cause to the reported issue has not been determined. The correction of field h4 device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 01/25/2021. Corrected manufacture date: 01/13/2021 h3 other text : 4114.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the leakage test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia workstation failed auto ventilation leakage test during system checkout (sco). Based on the information collected to date, the provided problem description and the information provided by the technician, it has been clarified that auto ventilation leakage test failure has been caused by malfunctioning vaporizer's bypass pilot valves and pneumatic valve shaft kit. The technician checked the device, trough troubleshooting and found that the auto ventilation leakage test failure did not occur when the vaporizer is disconnected. Therefore, source of the leakage remains in this part of the unit. After replacing both pilot valves and pneumatic valve shaft kit, the issue has been solved. Issue can be confirmed in provided device's logs. The auto ventilation leakage test failed indicating that a gas leakage into the system was detected. This failure will be detected during system checkout if present and alarms will be activated if the failure occurs during ventilation. The conclusion is that root cause to the reported issue was caused of the replaced parts. It has not been determined why the parts failed. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).